Manufacturer narrative:
The device has been returned and preliminary evaluation has been performed; however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a heart catheterization, the wire included in a micropuncture transitionless access set separated in the patient. Needle access was obtained in the right internal jugular vein and the micropuncture wire was inserted. Upon removal of the wire guide, the tip sheared off in the patient. Access was obtained in the right femoral vein and a snare was used to retrieve the wire tip without injury or further complication. Upon return and initial evaluation of the device on 24feb2023, the wire was elongated/unraveled. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, during a heart catheterization, the wire included in a micropuncture transitionless access set separated in the patient. Needle access was obtained in the right internal jugular vein and the micropuncture wire was inserted. Upon removal of the wire guide, the tip sheared off in the patient. Access was obtained in the right femoral vein and a snare was used to retrieve the wire tip without injury or further complication. Upon return and initial evaluation of the device on 24feb2023, the wire was elongated/unraveled. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The used complaint device was returned to cook for investigation. The wire was elongated and stretched, just past the solder joint. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU warns ¿do not attempt to insert or withdraw the wire guide and/ or introducer if resistance is felt.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.